Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, after successful foot and needle deployment the plunger was difficult to retract (remove) from the proglide device body. Resistance was also felt when parking the foot, returning the lever to its original position and retracting the foot into the proglide device body. An angiogram was taken and a 7f dissection was noted. The patient was taken to surgery and the vessel was surgically repaired. There was a clinically singificant delay in the procedure. The patient is reported to be doing fine. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.